Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator failed the power on self-test (post). The ventilator exhibited a loud whistle and the display screen was black. There was no patient involvement at the time of the reported condition. The service engineer (se) verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the latest revision. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator had a blank display. Patient involvement information was not provided. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the latest revision. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.